Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified left circumflex artery (lcx). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated three times at 6, 8 and 10 atmospheres respectively. However, during fourth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body by pulling it out. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. Microscopic examination revealed the balloon has a pinhole at the distal markerband. There is tip damage. There are numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified left circumflex artery (lcx). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated three times at 6, 8 and 10 atmospheres respectively. However, during fourth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body by pulling it out. The procedure was completed with a different device. No patient complications were reported.